Event description:
It was reported air was aspirated prior to use even though, the sideport was locked. There were no reported consequences to the patient.

Manufacturer narrative:
One 8f swartz introducer was received for evaluation. Visual inspection revealed an open channel in the stopcock tube bond. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned introducer leaked at the stopcock. Additional testing revealed an inadequate bond between the extension tube and the stopcock which caused the leak. There were no consequences to the patient. (B)(4)